Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. Customer's blood glucose level at the time of incident was 1007 mg/dl and his current blood glucose level was 151 mg/dl. Customer reported symptoms like upset stomach, dry mouth, chest pain, feeling sick ,headache, cramps. Customer was hospitalized on december 06, 2021 and was treated with insulin through intravenous. Customer reported to have positive test for ketones. Customer agreed to troubleshoot. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.